Event description:
It was reported that the patient presented to the emergency room with difficulty seeing. It was determined that the patient was in complete heart block with a heart rate between 30 and 40 beats per minute. The device was at end-of-life, was unable to be interrogated, and exhibited no magnet response. Device replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.